Event description:
A customer reported an issue with their insulin pump, which required it to be replaced. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer and provided instructions for returning the faulty pump. The customer understood and agreed with the instructions given by technical support.